Manufacturer narrative:
Product event summary - the partial lead was returned in segments and analyzed and no anomalies were found. However, the interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis revealed that the right ventricular high voltage impedance trend was within range up to explant date. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that during the device replacement procedure, the impedance of the right ventricular lead increased and was high after being connected to the new device. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.